Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. A visual inspection noted a cracked enclosure and broken light emitting diodes (led)'s on printed circuit board (pcb). Filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch for functional testing. The sound out of the speaker was very muffled confirming the complaint. A root cause was a faulty printed circuit board (pcb). A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer had a low alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.